Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed an error during the self test due to faulty component on the radio frequency board. The device was received with minor scratched display window, cracked reservoir tube lip, cracked reservoir tube window thru reservoir tube and cracked battery tube threads.

Event description:
It was reported that the customer received a radio-frequency alarm on the insulin pump, she cleared the alarm, and the insulin pump reinitialized. It was explained to the customer that the temporary basal delivery may have stopped and she was instructed to reprogram this if necessary. Nothing further was reported.